Event description:
(B)(4). Device report from synthes (B)(6) reports an event in (B)(6) as follows. It was reported that the article broke during the surgery. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates the manufacturing documents were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative investigation coordinated by synthes (B)(4). Report received indicates the tip from the forceps grip broke off. Further investigation regarding the manufacturing documents shows conformity to the specification. The broken surface itself is homogenous which indicates material conformity as well. The breakage may have been caused by too much mechanical force. No further damages are visible. Manufacturer should be synthes (B)(4). Correction: device evaluation anticipated but not yet begun. Correction: subject device has been received and is currently in the evaluation process.

Event description:
This is report 1 of 1 for complaint # (B)(4).